Event description:
It was reported that on (B)(6) 2022, a 23mm epic aortic valve was implanted. On (B)(6) 2025, the valve was explanted due to unknown causes. An unknown sized unknown device was implanted as a replacement. The patient was reported to have been discharged home in stable condition.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
An event of intervention due to severe aortic stenosis, severe dyspnea and explant of the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The patient¿s medical history was not known. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 4582 no clinical signs, symptoms or conditions. Medical device problem code: 3190 insufficient information.

Event description:
It was reported that on (B)(6) 2022, a 23mm epic aortic valve was implanted. On 11 april 2025, the valve was explanted due high gradient and stenosis of the prosthesis. The patient had associated severe dyspnea. A 27mm epic valve was implanted as a replacement. The patient was reported to have been discharged home in stable condition.

Manufacturer narrative:
An event of intervention due to severe aortic stenosis, severe dyspnea and explant of the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The patient¿s medical history was not known. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Imaging received appeared to show evidence of circumferential pannus ingrowth over the inflow surface of the sewing ring along with fibrosis and calcification over a portion of the inflow surface of two leaflets. On the outflow surface of the valve, there is evidence of thrombus formation involving two leaflets. The leaflet calcification most likely resulted in decreased leaflet mobility which ultimately led to stasis of blood on the outflow surface of the leaflet with formation of thrombus. In this case, it is unknown what patient-related factors may have been present that could have influenced this case. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.